Event description:
Event description cpi received information that five days after the implant of this bipolar lead the lead was explanted. The lead was exhibiting 'loss of capture', which could not be resolved by programming. The physician elected to perform an invasive procedure and remove the lead, no addition information was received.